Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported his mother in law was taking him to the emergency room (ER) because he was hurting so bad and could not figure out what was going on. He had so many different problems and could not figure what was going on. This started yesterday on the way home and had gotten worse. The patient had taken medications as directed and was looped up to shoulders and also had severe headache that they could not get rid of. It was noted that the pain started 3 days ago. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.